Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: ni. Event description: two similar events occurred during the same procedure. Complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). During the surgery the surgeon stated that the device kept misfiring. After multiple dry fires, when a clip would finally fire, they would deliver weak. The surgeon replaced the device with another clip applier but it also experienced the same issue. A third clip applier was used to complete the case without issue. Product not available for return. Patient status: no patient injury. Intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: ni. Event description: two similar events occurred during the same procedure. Complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). During the surgery the surgeon stated that the device kept misfiring. After multiple dry fires, when a clip would finally fire, they would deliver weak. The surgeon replaced the device with another clip applier but it also experienced the same issue. A third clip applier was used to complete the case without issue. Product not available for return. Patient status: no patient injury. Intervention: ni.